Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm on (B)(6) 2013. Blood glucose at the time of the alarm was 247 mg/dl. Troubleshooting was performed. The customer was able to rewind and the insulin pump passed the displacement test and self-test. The customer's mother called back on 8/14/2013 to report that the customer had a low blood glucose event at the grocery store and the emergency medical services were called. Blood glucose value at the time of the incident was 57 mg/dl. The customer was treated with fruit and juice until he began to respond. The paramedics arrived but did not need to treat the customer. It was mentioned that the customer had changed the reservoir without rewinding the insulin pump. The drive support cap was normal and the bolus history was accurate. It was advised to call back if issue persists. The device will not be returned for analysis.